Event description:
It was reported to philips that the system could not make exposures due to a full image disk. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the clinical procedure was completed by moving the patient to another system. The customer reported to philips that the system could not make exposures due to a full image disk. No further information is available regarding the nature of the issue. No service action was performed by the philips, as the quotation was not accepted by the customer. To date, there have been no further reports of this issue. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.